Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed on the same day. The patient was discharged and prescribed with omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device. The patient began experiencing hematuria on the procedure day (post procedure). The patient symptom was reported to be not serious, and no action was taken. The symptom was reported to be resolved thirty-one days post onset symptom. The study facility assessed hematuria as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis of the device cannot be performed, and the reported event of fiber break could not be confirmed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Potential adverse events associated with ho:yag laser and fibers may include but are not limited to: hematuria. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the investigation result, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed on the same day. The patient was discharged and prescribed with omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
Based on medical review assessment, the fiber break occurred outside of the patient is anticipated in nature and it could not have led to a serious adverse event (sae). The site reported that the fiber break was secondary to stripping the fiber with a scalpel blade, and there were no adverse events related to the fiber break. The IFU notes: do not scrape the laser fiber with sharp instruments as damage may result; inspect and treat the output tip with particular care as it represents the most-delicate, easily damaged portion of the assembly; immediately discontinue use if breaks or fractures appear in the laser fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed on the same day. The patient was discharged and prescribed with omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.